Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection found no notable conditions. Functional testing found the device's jaw opening and closing mechanism was functioning properly. The weld integrity of the device was inspected and was found to be within specification. The knife cut of the device was tested on a silicone test strip with acceptable results. The heel gap of the device was measured and it was found to be within specification. The device was activated multiple times on a saline soaked gauze pad with satisfactory results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. No electrical or wiring issues were found. It was reported that the device did not seal the vessel. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the device was difficult to activate. Bleeding occurred after sealing tones. Device would activate and have an end-tone indicating a completed seal, but the tissue seal was not complete. There was no patient injury.